Event description:
The user facility reported that water was leaking from underneath their reliance synergy washer. The amount of water leaked passed the footprint area of the washer. No injuries, procedural delays/cancellations or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the dryer piston was broken. The technician repaired the unit, ran a test cycle and confirmed the unit to be operating properly.